Manufacturer narrative:
The returned energen ICD is-1/df4-llhh - dr was analyzed and a review of the device memory confirmed that a low voltage alert, (B)(4), was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) triggered code (B)(4) indicative of voltage is too low for projected remaining capacity. A save to disk stated that battery was depleting faster than expected. Boston scientific technical services (ts) recommended device replacement because of this anomaly. Device was explanted successfully. No adverse patient effects were reported.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) triggered code 1003 indicative of voltage is too low for projected remaining capacity. A save to disk stated that battery was depleting faster than expected. Boston scientific technical services (ts) recommended device replacement because of this anomaly. Device was reviewed by engineering and determine that code was triggered because battery voltage was lower than expected due to high current condition associated with compromised low voltage capacitor connected to the device battery. Device was explanted successfully. No adverse patient effects were reported.

Manufacturer narrative:
Correction b3 field: date of event updated. H6 fields: evaluation method codes, evaluation result codes, evaluation conclusion codes updated. The returned energen ICD is-1/df4-llhh - dr was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.